Manufacturer narrative:
Findings: cracked reservoir tube lip noted during visual inspection. Failed battery alarm due to corroded battery tube. Unable to confirm motor error alarm due to failed battery test alarms. Moisture damage noted on motor assy and electronic assy.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.